Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huxe1257 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported "the line was not patent. A decision was made to remove the catheter. The child was taken into surgery. Upon removal, it was noted that the catheter appeared to have split in two. The catheter was removed and replaced with another 4.2 french broviac catheter successfully. The patient was unharmed."